Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual evaluation: the sample appeared to be clean. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 4mm x 40mm x 75cm balloon. No anomalies were observed to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.018¿ guidewire, and it passed without issues. With the guidewire in place, the inflation hub was connected to an in-house inflation device, and an attempt was made to inflate the balloon with water. Upon inflation, water was observed leaking from the inflation hub, just distal to the connection between the inflation hub and the inflation device. This area was examined under magnification and a crack was observed at the location of the leak. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a crack in the inflation hub. The investigation is unconfirmed for a broken hub. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. The ultraverse pta balloon dilatation catheter also provides general instructions for use of the device, as well as warnings and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an angioplasty procedure, the health care provider allegedly found the inflation hub broken upon removal from the packaging. There was no reported patient involvement.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during preparation for an angioplasty procedure, the health care provider allegedly found the inflation hub broken upon removal from the packaging. There was no reported patient involvement.